Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that a cartridge alarm intermittently occurred during insulin delivery. The customer continued to use the current pump and will revert to manual injections for insulin therapy if necessary. There was no adverse impact to the customer¿s blood glucose level.